Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Cts confirmed consecutive cartridge alarms and decided to replace the pump. Although the pump was still under warranty, the customer was advised they would receive a pump with updated software. Upon receiving the replacement, the caller was provided instructions for returning the problematic pump. The customer was informed how to put the pump into storage mode prior to sending it back and will continue to use the current pump as backup therapy. A signature was required for the delivery of the replacement pump.